Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted system controller event log file ((B)(6)) contained approximately 1 day of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured low voltage hazard and no external power alarms from (B)(6) 2023 at 23:59:38 to (B)(6) 2023 at 00:00:36 due to a loss of external power while connected to the mpu. The system controller backup battery supported the system during the loss of external power without any issues. The alarm resolved after external power to the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account noted that the mpu had a v-lock connector on the ac power cord, and the mpu ac power cord did not become loose from the wall outlet or from the back of the unit. It was also noted that the unit was not removed from service.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted system controller event log file (c7281001) contained approximately 1 day of data (27jul2023 ¿ 28jul2023 per the timestamp). The log file captured low voltage hazard and no external power alarms from 27jul2023 at 23:59:38 to 28jul2023 at 00:00:36 due to a loss of external power while connected to the mpu. The system controller backup battery supported the system during the loss of external power without any issues. The alarm resolved after external power to the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information, including if the mpu has a v-lock connector on the ac power cord, if the mpu ac power cord became loose at the wall outlet or from the back of the unit, and if the mpu was exchanged or removed from service; however, the information was not provided. The serial number of the mobile power unit was not reported with the event. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that in investigation the controller event log files captured a no external power event associated with the mobile power unit beginning on (B)(6) 2023 at 23:59:38.

Manufacturer narrative:
Section d4: the serial number was requested but yet not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.